Event description:
The hosp reported that during preparation for a coronary artery bypass grafts surgery, two heartstring seals cracked while loading the seals into the delivery tube. A third seal was opened and the seal did not deploy. The surgeon decided to use partial clamp to complete the procedure. No other pt complications were reported by the hospital. This report is for the third seal.

Manufacturer narrative:
Investigation details: visual inspection shows that the seal is outside of deployment tube. Other observations are that tension spring still inside the deployment tube and plunger was depressed. The failure that the seal did not deploy is confirmed, based on how the seal was received. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.